Manufacturer narrative:
(B)(4). The device has been received but the investigation is not complete. A f/u report will be submitted once the eval has been completed.

Event description:
Customer reported that an air medical transport pt was on a magnesium sulfate drip and IV pump stopped working. Pump plugged into charger and still would not work. There were no adverse reactions noted. Although requested, no add'l pt or event info was provided.